Event description:
Patient alleges her first set of implant ruptured. Operative report states the implants caused moderate inflammatory scarring which had scarred the pectoral muscle, limiting arm abduction bilaterally. The patient also had removal of foreign body of loose silicone and a partial excision of breast glandular tissue. The entire silicone liquid gel was excised as a mass including the thick scar capsule.